Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient took off the pod and the adhesive caused bleeding. The patient called the paramedics who arrived to render treatment. For treatment, the paramedics cleaned the site and applied a bandage. The pod was worn longer than 48 hours on the leg. The paramedics left after 30 minutes.